Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set was leaking, which cause the patient's blood glucose elevated to 295 mg/dl. No further information available.